Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the medium large clip applier instrument was working fine; then would not clip. The customer used a different device which worked without problem. The customer went back to use the clip applier instrument again with same result; it would not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clip test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable.